Event description:
On (B)(6) 2012, the pt presented for revascularization of a heavily calcified superficial femoral artery using the wildcat w400 catheter. Using a 0.035" storq guidewire, the physician advanced the wildcat catheter over the guidewire to the densely calcified target lesion. They crossed the calcification and at the distal reconstitution site when the physician tried to advance the wire, they noticed the device was kinked at the distal end and the guidewire tip separated from the wire and was inside the catheter tip. The guidewire and catheter were removed. The procedure was completed with another device. There was no pt injury and no harm to the pt.

Manufacturer narrative:
Method: the case info, including the device use feedback obtained from the event reporter was used to evaluate the device performance. Results: per the instructions for use for the w400, the user is cautioned that "when pulling guidewire back into catheter stop if resistance is felt and determine the cause of the resistance. If the guidewire prolapses or kinks, do not pull guidewire back into catheter, slowly and gently under fluoroscopic guidance remove the guidewire and catheter as a unit." Return device eval showed damage on the separated end of the guidewire is consistent with damage when excessive force is used on device. Device eval summary: the guidewire tip was gripped at the discreet location consistent with the catheter driveshaft damaged location. Eval showed damage on the separated end of the guidewire tip is consistent with damage when excessive force is applied. IFU instructs user to stop pulling guidewire if resistance is felt. Returned device showed evidence that excessive force was applied.